Manufacturer narrative:
Investigation is not complete.

Event description:
The customer contact reported that the device powered off without issuing an alarm. The device was programmed to deliver tazanam at 25ml/hour on channel 1 and paracetamol at 100ml/hour on channel 2. At 2100, the nurse noted that the medication was not being delivered to the patient. At this time, it was reported that the device was connected to 220v and had turned off without issuing an alarm. The device was replaced and the patient received the medication in 4 hours. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device passed all testing. The probable cause for the reported event could not be determined.

Event description:
The customer contact reported that the device powered off without issuing an alarm. The device was programmed to deliver tazanam at 25ml/hour on channel 1 and paracetamol at 100ml/hour on channel 2. At 2100, the nurse noted that the medication was not being delivered to the patient. At this time, it was reported that the device was connected to 220v and had turned off without issuing an alarm. The device was replaced and the patient received the medication in 4 hours. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.